Manufacturer narrative:
Follow-up #2: date of submission 9/21/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. The black box shows evidence of unexplained por¿s. On (B)(6) 2015 17:08 por; basal deliveries did not resume. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no power on resets were duplicated during this time. Test cartridge cap also used. Unrelated to the complaint, the display screen has a pinkish contrast.

Event description:
On 07/16/2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 submitted 8/12/15: on (B)(6) 2015, the reporter called back and provided clarification that the patient had been at the hospital receiving treatment for a condition unrelated to diabetes or to the pump; while at the hospital the power issue/cracked battery compartment was identified: blood glucose (bg) rose to 700mg/dl as a result of the power issue. The health care provider administered insulin via injection at that time and provided an alternate method of insulin delivery to use until new pump arrived. This complaint is now being submitted as an adverse event related to a pump malfunction.